Manufacturer narrative:
Two screen shots of the scans (one at three months and one at six months post-op) and x-rays (one at initial implantation, one at three months post-op, and one at six months post-op) were provided . Upon review of the provided scans and x-rays, it can be seen that one of the screws is sitting one-third of the way out of its intended locked position and is bent; therefore, the complaint is considered confirmed. The surgeon's response and cardiologist reports provided no information as to what caused the screw to be backed out and bent. Based on the information provided, the most likely underlying cause of this complaint could not be determined. There are no indications of manufacturing defects. This is supplemental report one of two for the same event; supplemental report two of two is reported on MFR #0001032347-2017-00515-2.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event; reference report 0001032347-2017-00515.

Event description:
It was identified that a patient enrolled in the sternalock 360 study has a screw that backed out. The screw is visible in 3-months and 6-months postoperative CT scans. The study did not receive a complaint from the site related to this finding, for this specific patient. Upon follow up with the surgeon, he stated, "there was never any clinical concerns regarding this patient in hospital or subsequent follow-ups. I have attached three lateral chest x-rays, the first one with the screw in position and two subsequent with the dislodgement of the screw. I have also attached the cardiology review from (B)(6) 2017, where no concerns were noted." The surgeon also stated he discussed this with principal investigator at the institution who believes that this should be treated as for a ¿broken wire¿ in a stable sternum and does not require further reporting.

Manufacturer narrative:
This is supplemental report one of two for the same event. Supplemental report two of two is reported on MFR #0001032347-2017-00515-1.

Event description:
The distributor provided the following update: the original date of surgery was (B)(6) 2016; the surgical technique was the same as for all previous and subsequent cases, and a power driver was used to insert the screws. There are no plans to remove the screws as the patient has never had a complaint. The patient has recovered well from surgery with no residual sternal complaints.